Manufacturer narrative:
(B)(4). Analysis conclusion:final analysis confirmed the reported backup operation. The anomaly was due to non maskable interrupts, which might have been caused by electromagnetic interference. The device displayed normal battery depletion.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient did not experience any complications after the procedure.